Manufacturer narrative:
Data analysis: after being reviewed, it was determined that the automated impella controller (aic) logs are not relevant to failure mode. Device analysis: the console was tested after arriving and the purge disc retainer was confirmed to be broken (broken blue disc retainer). Before returning this console back to the customer, was instructed to replace the purge disc retainer, disc detect parts (flag and spring), validate sensor accuracy according to preventative maintenance procedure, and perform a full functional check on the console and optical system. The cause of the issue were broken purge clip and purge disc retainer.

Event description:
The biomedical department of the user facility reported that the automated impella controller (aic) had a damaged purge disc retainer. There was no patient involvement.